Event description:
It was reported that stent damage occurred. A 2.75x24mm promus premier drug-eluting stent was selected for use. The stent was crimped when it was taken out of sterile packaging/ hoop. However, it was noted that the stent architecture was compromised. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. B3 - used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.: promus premier us mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that stent damage occurred. A 2.75x24mm promus premier drug-eluting stent was selected for use. The stent was crimped when it was taken out of sterile packaging/ hoop. However, it was noted that the stent architecture was compromised. No patient complications were reported.